Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the issues began in early 2017. To resolve the premature battery depletion, it was reset, but the leaking wasn't resolved.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins battery had depleted prematurely due to patient maxing out all programs to 8.5. Patient stated that it cuts off so they had to turn it up. The rep explained to the patient that they did not have to feel stimulation in order for the therapy to work. Patient stated that they still had leaks that's why they turned it up. The rep informed the patient that they may still have some leaks, and it would not be 100% effective, so they did not have to turn it up every time. The rep noted that the health care provider (hcp)'s office had also explained this to the patient. The rep turned off programs to 0 and instructed the patient to start bladder diary on friday for one week with the device off. Then turn it on and continue the diary for comparison. Patient stated that they wanted a replacement that worked. Rep instructed the patient to start stimulation at a point where it was comfortable and not to adjust up. The rep reported that the hcp's office staff stated that patient had a history of falling. It was noted that impedances were within normal limit. The issue was not resolved at the time of the report. It was noted that no surgical intervention occurred nor planned at the time of the report. No further patient complications were reported as a result of this event.